Event description:
The nurse reported a corneal burn occurred. The nurse stated the surgeon has intermittent problems with occlusion. This occlusion problem only occurs with this surgeon, there are four other surgeons that use this system and they never have problems with occlusion. The nurse provided the patient's name and date of event, but declined to provide more information on the event. Multiple attempts were made to the surgeon for more information on the event and patient status with no response to date.

Manufacturer narrative:
No further information has been received on this event. The customer did not request service for the system. No samples were returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 06/26/2009.